Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that unipolar and bipolar impedances were both low (200 and 100 ohms, respectively). Cannot confirm capture when pacing bi-v in bipolar; in unipolar, threshold is high (3.0 volts at 0.4 ms). When pacing rv only, threshold is 3.0 volts at 0.12 ms. Sensing (r-waves) reduced from 8.0 mv in the past to 1.0 mv now. Unipolar r-waves are 4.0 mv. The integrity of the lead was questioned. The lead remains in use. No patient complications have been reported as a result of this event.